Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarm and it kept recurring. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that the unexpected restart occurred multiple times at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. No unexpected restart alarm was noted during testing. All operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.